Event description:
Philips identified a software defect in the iscv system where dicom studies fail to export when an attribute exceeds 64 characters. Although no adverse events or patient harm were reported in the associated complaint (B)(4), this malfunction has been determined to be reportable. The defect may delay clinical workflows or hinder data sharing; if it were to recur, and under specific circumstances, it could potentially lead to delayed diagnosis due to limited access to imaging data necessary for timely clinical decision-making. Given the defect¿s nature and its potential impact on clinical decision-making if it were to recur, philips has determined that the iscv export malfunction constitutes a reportable malfunction.

Manufacturer narrative:
Correction to the previous follow-up submission (emdr 7063265): 1. The report type was incorrectly listed as '30 day report'; the correct report type is 'follow-up'. 2. The 'labeled for single use?' Field was already correct and was not updated as previously thought. 3. The 'single-use device?' Field has now been updated from 'not applicable' to the appropriate value. All other report information remains unchanged.